Event description:
It was reported that the customer received a compromised force sensor system alarm. Insulin was squirting out during the manual prime process. Her blood glucose level was 220 mg/dl. The customer stated there was a possible vent blocking. The customer might have received a motor position encoder error alarm. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. No unexpected prime alarms noted during testing. Motor error alarmed during basic occlusion test due to moisture damage on force sensor. The insulin pump had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and loose/peeling end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.